Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient faced insulin flow blocked alarm events on 01-may-2025. The blockage was in the tubing.the blood glucose level was exceed 500 mg/dl. The patient replaced the infusion sets and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.